Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that user had difficulty loading a cartridge onto the pump. Reportedly, the user pushed in the clear micro delivery system in farther, used the guide rails, and was able to load the cartridge successfully. The user's blood glucose level was approximately 140 mg/dl.